Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient experienced pain following implant. The rep stated that two days after implant the entire implant was removed because of a blood clot in the spine, per the patient. The patient reported that since implant/explant they experienced numbness in legs and had difficulty with motor skills such as walking and climbing up stairs. It was noted that the issue was resolved at the time of the report. No device issues were reported. No further complications were reported/anticipated.